Event description:
It was reported that the left ventricular lead had "poor capture" that required significant battery depletion. The lead was capped and partially removed. A new left ventricular lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. The analyst noted that there were four sets of setscrew marks on the is-1 pin. One set was too proximal and three sets were in the correct position. At some point in time that cannot be determined, the lead was not fully inserted into the device.

Manufacturer narrative:
(B)(4)

Event description:
Clarification was received that the capture thresholds were high.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).